Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficult or delayed activation appears to be due to procedural circumstances resulting from challenging imaging/angle of the device during deployment sequence and is due to operational context. The reported migration was a cascading effect of difficulties with clip deployment. The reported poor image resolution appears to be due to procedural circumstances/imager. The reported unexpected medical intervention appears to be due to case specific circumstances as one additional clip was implanted to stabilize the first clip reducing mr from grade 4 to 2. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty clip deployment and clip movement. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging. The mitraclip delivery system (cds) was advanced and the clip was placed in a2/p2 on the medial side of the valve. During deployment, the clip did not immediately detach from the delivery system. The difficulty to deploy was due to the angle of the device. The delivery catheter (dc) handle was retracted more, torque was released, and the clip detached from the system; however, during this time clip movement was noted. A second clip was implanted to stabilize the first clip. Mr was reduced from 4 to 2 there were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.